Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-feb-2026, it was reported by a sales representative via (B)(4) that an ar-1400f-90 arthrex flexible reamer broke into 2 pieces at the junction of the flexible portion as drilling was finishing. This was discovered during the case with no patient harm.